Event description:
During a hip pinning procedure, the versipower drill would not stop, forcing the drill tap entirely through the bone. Instead of removing the tap "causing more damage to the bone", the surgeon opted to cut the tap off at the bone and leave the remaining portion in the bone.